Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient had previously experienced severe hypoglycemic episodes. Patient's healthcare provider stated that due to the hypoglycemic episodes, the patient tended to keep his blood sugar levels higher. At the time of contact, the patient was not using the dexcom continuous glucose monitor (cgm) due to previous skin reactions. There was no alleged device malfunction. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.